Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that tubing cracked "at the end cap". The set was in use on a patient at the time of the event, but there was no patient issue. No detail is available for the description of "end cap", and no other information is available.